Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to input the correct lot specific scalers for the lot of hb1c reagent. The falsely elevated results were caused by using incorrect scalers and the issue was resolved by entering correct scalers and verifying with qc. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature was communicated to customers with the launch of hb1c (df105a) in the hb1c kit supplement. Siemens healthcare diagnostics inc. Issued an urgent medical device correction, communication 12-38, in august 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated hb1c results were obtained on qc and patient samples. Patient results were reported to the physician while lot ga4049 was calibrated with incorrect calibration scalers. The results were eventually questioned by the laboratory and it was determined that incorrect method scalers had been in use. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.